Event description:
Allegedly pt has pain in the proximal tibia. The doctor feels that the pt may have outgrown her tibial component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Medwatch 3500a has been received from the user facility and is attached. Additional info has been requested. This report will be amended when the investigation is complete.